Manufacturer narrative:
Additional information added in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 20-jan-2021: increase in osteophyte on the posterior side of the vertebral body and cyst formation on the implant placement surface were determined by CT. Severity: non-serious causality relationship between this event and this device: could not be ruled out causality relationship between this event and this surgery: could not be ruled out reason: it was unknown because there had no other experience with artificial discs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On the visit dated (B)(6) 2019, the investigator noted that there was an increase in the osteophyte on the posterior side of the vertebral body. The severity of the adverse event was determined to be serious. According to the investigation, the adverse event was related to the surgery and was also related to the device. As of (B)(6) 2020, the adverse event is un-recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 19-oct-2021: radiculopathy from adjacent segment. Causality relationship between this event and this device: could not be ruled out. Causality relationship between this event and this surgery: since one year had passed since the operation, it was considered that there was no causal relationship with the implantation procedure. Treated: medication. Outcome date: (B)(6) 2020 outcome: unrecovered (still under medication )

Event description:
Updated information received on 16-feb-2021: ae: it was determined by x-ray and CT that osteophyte was increasing during follow-up of 24 months. Relatedness of event with surgery: related relatedness of event with device: related severity of event: serious ae outcome: unrecovered outcome date: 07-sep-2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcome of adverse event: other: osteophyte formation. This part is not approved for use in the united states; however a like device catalog # 6972660, PMA#p090029 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical spine artificial intervertebral disc replacement at c6-c7 due to cervical spondylotic radiculopathy and intervertebral disc herniation. On an unknown date, post-op, osteophyte growth was noted on the posterior side of the vertebral body.